Event description:
On 4/17/96, pt had port inserted. Re:pt dx breast carcinoma; requiring venous access/med. Pt was admitted to hosp 6/13/96; hx pt receiving chemotherapy. One week ago a leak from the port was observed. On 6/12/96, she was febrile 100% degrees fahrenheit. C/o pain around port site. The decision was made to remove the port due to possible infection. During surgical procedure, (the removal of device), it was noted that the catheter appeared sheared off in pt; edges irregular. Chest x-ray done pt to ICU; transferred to another med ctr for removal of cath tip; pt returned to hosp 6/13-2400. Pt discharged to home in the am of 6/14/96.